Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.18 inches from the nail head, causing corrosion, insufficient batteries and data loss. Without the device data it cannot be confirmed that the device alarmed or if the internal tear contributed to the reported event. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. It cannot be confirmed that this damage contributed to the reported event.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod had a hazard error alarm.